Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pelvic pains that never disappeared") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced eye pruritus ("itching on eyes"), pruritus ("itching on skin"), arthralgia ("joints pain"), inflammation ("abdominal inflammation"), alopecia ("hair loss"), fatigue ("extreme tiredness"), depression ("depression") and food intolerance ("intolerance to certain foods"). The patient was treated with surgery (hysterectomy and fallopian tubes removal). Essure was removed in 2017. At the time of the report, the pelvic pain, eye pruritus, pruritus, arthralgia, inflammation, alopecia, fatigue and depression was resolving and the food intolerance had not resolved. The reporter considered alopecia, arthralgia, depression, eye pruritus, fatigue, food intolerance, inflammation, pelvic pain and pruritus to be related to essure. The reporter commented: she began to feel the hypothetic secondary effects since the day on insertion. Analytical tests for lupus were performed to her, as all of the symptoms made sense. She denied to be psychologically affected by losing her uterus, as essure was just an obstacle, so the first time she underwent surgery for fallopian tubes removal she was very happy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 16-aug-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 3.469. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.